Manufacturer narrative:
The cobas 8000 (software version 06-05 · operator¿s manual · 5.2) operator manual states as follows: the instrument recognizes non-standard tubes by the rack ID. You must use racks from the rack ID range assigned for the respective container type. You must enter the dimensions of the container. You can only use one container type on one rack. The investigation determined the erroneous results were consistent with an undefined rack range for false bottom tubes, as specified according to the cobas 8000 operator manual.

Manufacturer narrative:
The field service engineer adjusted the sample probe. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient cerebral spinal fluid sample tested for gluc3 glucose hk gen.3 on a cobas 8000 c 502 module. The initial result was 0.1 mmol/l and the repeat result was 3.3 mmol/l. The sample was repeated on another system and the result was 3.3 mmol/l. The system was not provided. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 399291.